Event description:
During the completion angiogram of the endograft placement, a type I endoleak was seen at the right infrarenal location. The graft was approximately 5mm below the renal artery; thought to be the cause of the leak. It was decided to place a main body extension of the same diameter within the superior portion of the main body graft, extending up to the lowest renal artery. After placement of the main body extension, the angiogram was repeated with no evidence of a type I endoleak. An occlusion of the aneurysm was achieved.